Event description:
It was reported that the patient experienced diaphragmatic stimulation as a result of device programming and further complained that the device programming was "not done right". The left ventricular (lv) lead polarity was reprogrammed to achieve lv capture and resolve the diaphragmatic stimulation. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.